Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing hemolysis. The physician reported suspected hemolysis leading to acute kidney injury (aki) immediately following the farapulse ablation. The patient received 60 pulses during a pulmonary vein isolation (pvi) and pulmonary wall isolation (pwi) ablation. Immediately after the procedure, the physician observed dark urine in the foley catheter and decided to admit the patient overnight for monitoring. The patient subsequently experienced reduced urine output. Fluids were administered over the weekend, but dialysis was not required. Additionally, the patient has a history of macroglobulinemia. The device is not expected to return as it was disposed. It was reported that the patient remains in-patient and on dialysis. The pfa procedure was performed to treat persistent atrial fibrillation with pvi and pwi completed. The lot number for the farawave catheter is not available. It was suspected that the adverse event was related to the pfa procedure as the patient was slightly hypotensive in recovery, but not enough to explain renal failure. The patient history of macroglobunimia is also considered as a precipitating factor. It was further reported that the patient is on hemodialysis (hd). The patient had retained more than a liter of fluid by the end of the procedure. A straight catheter was used to drain the bladder, and dark urine was observed, which could indicate an issue with kidney function or dehydration. The patient is being closely monitored and treated for complications related to their underlying condition of waldenstrom macroglobulinemia. It was further reported the patient creatinine levels are finally starting to trend down so they are hopeful she will be stopping dialysis soon. No contrast was given during the procedure. It was further reported that the patient is off of hemodialysis and the temporary dialysis catheter has been removed.